Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. No patient involvement.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the cassette sensor was defective. Review of event history found nothing related to the complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Latch lock test found the latch lock sensor was defective, confirming complaint. The latch lock sensor was replaced. Device passed all testing criteria post repair.